Event description:
It was reported by service report that the brakes were not holding and the siderail latch extension spring was missing. It is unk if there was pt involvement; however, no adverse consequences were reported.